Event description:
The customer reported that the sys locked up during the boot up process. The field engineer noted that the sys intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.